Event description:
A malfunction was reported on a pump when the customer found it in sleep mode without having set it, and upon attempting to turn it off, the pump exhibited a malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller in doing so. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and contact support if the issue reappeared.